Manufacturer narrative:
At this time no additional information has been communicated. If new details are received, a follow-up report will be submitted.

Event description:
Boston scientific received information that during a recent clinical follow-up, high out of range shocking impedances were exhibited with this right ventricular lead with inappropriate shocking reported. The physician suspected a conductor fracture or insulation issues as a contributing factor. Subsequently during lead explant, it was confirmed the lead was fractured and 'broke' during extraction. Additional surgical intervention was required to remove the remaining lead segment. Additionally, it was reported that another chronic lead (4244/(B)(4)) had been fractured by the physician during the extraction attempts. While no adverse patient effects were reported, all leads were removed.